Manufacturer narrative:
The patient no longer able to charge their ipg was reported to abbott. The patient stated they could not remember the last time they had stimulation or charged their device successfully. They denied any medical procedures or weight fluctuations. The patient is interested in a replacement but has not been scheduled as they have switched insurances and is waiting to contact a physician. A review of documentation supplied with the ipg states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.